Event description:
Respiratory therapist placed infant on a bvip ventilator. The ventilator and the ventilator alarms were functioning. The graphic monitor was not functioning. Respiratory therapist attempted to check the electric source for the graphic monitor when there was a spark and then smoke. The infant was immediately removed from the ventilator and ventilated with a bag valve mask. A new ventilator was obtained, all systems checked and functional and the infant was placed on ventilator. No adverse outcome to infant or other infants/staff present in the nicu. Biomedical stated where the power cord goes into the fuse block the fuse block cracked in half causing the two wires to short together.